Event description:
The reporter indicated that the device was explanted due to no atrial output.

Manufacturer narrative:
Summary of analysis: the distal portion of the lead was severed with a sharp instrument and not returned. The returned portion is electrically normal. Cannot verify the complaint.